Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the right atrial (ra) lead exhibited noise over-sensing, which resulted in multiple episodes of inappropriate mode switching. The noise was also noted to be reproducible with isometric contraction. Programming changes were made to the sensitivity of the ra lead to resolve the issue. The patient remained in a stable condition.